Manufacturer narrative:
There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted. Note: the reporting of this event under MDR reporting requirements was delayed due to the webtrader production account registration process. This is the first opportunity to file this MDR following access to the webtrader production account.

Event description:
The patient was treated as part of the mimics-3d european post-market observational study on (B)(6) 2018. At index procedure ((B)(6) 2018) the patient presented with an occlusion located in the left proximal to mid superficial femoral artery (sfa). The target lesion presented with a 4.0 mm reference vessel diameter (proximal and mid), was 80 mm in length and 100% stenosed with grade 2 calcification. Pre-dilatation was performed using a 4.0 x 80 mm percutaneous transluminal angioplasty (pta) balloon, followed by a 4.0 x 80 mm biotronik drug coated balloon/drug eluting balloon (dcb/deb). A 5.0 x 60 mm biomimics 3d stent was implanted. Post-dilatation was performed using a 5.0 x 40 mm pta balloon. One month following the index procedure the patient experienced an occlusion of the target lesion and was hospitalized on the (B)(6) 2018. Percutaneous transluminal intervention was performed on (B)(6) 2018 for target lesion revascularization (pta and dcb/deb). The event was reported as resolved on (B)(6) 2018. The device remains implanted.